Event description:
The customer reported to olympus, "germs" were detected on the air/water duct on the evis exera iii colonovideoscope. Sampling occurred during reprocessing. The germs were found after the device was received back from the last repair. The customer also previously reported that the device tested positive for one (1) colony forming unit (cfu) of micrococcus luteus, 15 cfus of enterobacteriaceae species, nine (9) cfus of pseudomonas aeruginosa and 41 cfus of aerobic spore forming micro organisms were identified in the air/water channel. This event was reported under patient identifier (B)(6). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The angle wire was worn, which caused the bending angle in the up direction to not meet specification. Prior to evaluation, the subject device was sent to an independent laboratory for microbial testing. The obtained results were in conformance with the requirements. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is bodedex forte. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port and distal end using pull through disposable brushes from cantel medical. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) medivator advantage plus firma (cantel medical), along with detergent intercept plus, disinfectant is rapicide pa component a + b. The aer was not tested. The endoscope was stored in a drying cainet (model: medivator endodry) and was placed horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The air/water channel tested positive for one (1) colony forming units (cfu) of enterobacteriaceae species.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, refer to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.